Event description:
The facility alleged the brakes did not hold on the bed.

Manufacturer narrative:
The hill-rom tech indicated the brake pedal would migrate out of the brake (locked) position. The hill-rom tech replaced the brake detent and adjusted the casters to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly. This failure occurred following the correction of this unit. Parts are being returned for analysis.